Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Same case as MDR ID: 2134265-2017-03683. It was reported that slow flow occurred and the patient died. The target lesions were located in the left anterior descending (lad) and circumflex (cx) arteries. A 3.50 x 20 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced and deployed to treat the lesion. In the lad. After deployment of the stent, the patient became ischemic on the circumflex artery. A wire was advanced into the cx and the lesion was dilated using an unspecified balloon catheter. Post dilation was timi 1 flow. A 2.50 x 12 synergy ii everolimus-eluting platinum chromium coronary stent system was then deployed in the cx. Angiogram was performed and still revealed timi 1 flow. The wire was removed and the procedure was completed. The patient was transferred to the intensive care unit (ICU), however, the patient had arrhythmia and died that afternoon. In the opinion of the physician the patient experienced the arrhythmia because of the limited flow to the cx.